Manufacturer narrative:
The pacemaker was explanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from the patient that she developed a cerebrovascular accident. The patient reported that the wrong device had been implanted and was upgraded with another manufactures product. To date, our company has not received any allegation about the device performance from a medical professional.